Manufacturer narrative:
B3/d10 date: the events occurred between (B)(6) 2024 and (B)(6) 2024. B5: update "a large volume folfusor" to "two (2) large volume folfusors". H4: the lot was manufactured between september 21, 2023 and september 22, 2023. H11: the actual devices were not available; however, two (2) photographs of samples were provided for evaluation. Visual inspection of the photographs observed fluid inside the bladder which suggested a possible underinfusion. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor underinfused by approximately a third of the volume. This was observed during patient infusion. The device contained flucloxacillin 8000mg in 230ml sodium chloride 0.9%. The device was replaced after 23 hours. There was no report of patient injury or medical intervention associated with this event. No additional information is available.